Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus korea co., ltd. (Okr), olympus medical systems corp. (Omsc) assumed that the reported event was caused by malfunction of the pressure sensor mounted on the main board. This malfunction may have been caused by intrusion of liquid foreign matter due to followings; -backflow from the water outlet -foreign matter contained in carbon dioxide -liquid spilled on the device if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the front panel did not work with a beeping sound when the power was turned on. This event was caused by the sensor on the printed circuit board not working properly. Liquid foreign matter may have entered the sensor inside the pipe. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the operation of the device was poor during preparation for use. Reportedly, there was a problem with the power supply or front panel of the device. There was no report of patient injury associated with this event.